Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was no damage to the distal tip. There was visible damage to the 6th, 7th, 8th, 9th 10th and 11th distal stent segments with numerous struts raised. Protective sheath of similar dimensions could not be loaded over device due to the damaged stent segments. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous lad lesion exhibiting 80% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. Lesion was pre-dilated. During the procedure, it was reported that the stent could not pass through the lesion and after the pulling back the system, the struts of stent were noted to be damaged. A new endeavor resolute of the same size was used to complete the procedure. It was reported that resistance was encountered during delivery and excessive force used. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.